Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep checked the vertical column and found the upper mechanical limit was locked. He released the upper limit lock and adjusted the position of upper limit rubber parts. Then he checked the movement of the vertical column and found no problem.

Event description:
The customer reported that the vertical column did not move down. The sound of the motor movement can be heard. The staff tried to push the column down but were not able to move it.